Event description:
Date of event is unk. It was reported to boston scientific during a sphincterotomy in the papilla of vater, the physician felt some resistance with the elevator of the duodenoscope and two sphincterotomes were unable to exit from the duodenoscope's working channel. Once the physician was able to remove the sphincterotomes from the channel the tips were both noted to be crushed. The procedure was completed with the use of another similar device. The patient is reported to be "okay". Refer to manufacturer report number 3005099803-2009-00728 for the related event.

Manufacturer narrative:
For tip crushed.